Manufacturer narrative:
1. Production record check (lot#4199365) : 1) this batch of products will be assembled in jingma automatic line 4 in august 2024, and packaged in r240 packaging line in august 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 4) no abnormality was found in the raw material inspection records of the pipe sealing clamp used in this batch of products. 2. Customer has no return samples and photos. 3. The retained sample of this batch was taken for the sealing pressure test of the pipe clamp (pressure upper limit 102kpa), and the sample was qualified. For the test report, please refer to the attachment (B)(4). 4. In previous tests, it was found that when the extension tube was not centered in the sealing clamp, the sealing clamp could not fully function. The photo of the clamping position is shown in the attachment (B)(4). 5. No similar complaints about this batch of products have been received from other hospitals. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals for this batch of products. The root cause of the clamping failure of the tube sealing clamp cannot be determined because the state of the extension tube clamping clamp cannot be identified and the defective sample is not received for further testing.

Event description:
New information received on 03feb2025 the indwelling needle was used in the CT room. After puncture, the clamp could not stop the bleeding, and there was heavy bleeding from the septum. The nurse stopped the bleeding and replaced the septum. The indwelling needle was discarded. In addition, recently, there have been multiple feedback cases in this hospital, including other hospitals, where there was heavy bleeding from the septum after the needle was withdrawn, and the clamp could not stop the bleeding. Operating enterprise or user unit: (B)(6).

Manufacturer narrative:
The retained sample of this batch is taken for 800mm simulated clinical leakage test; the test results showed no leakage at the septum.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. The doctor used the indwelling needle to puncture the patient to do enhanced CT use, found to give the patient the use of the process, the indwelling needle after the clip is closed, can not stop the blood, after the discovery of the immediate bleeding treatment and replace the new information received on (B)(6) 2025. The indwelling needle was used in the CT room. After puncture, the clamp could not stop the bleeding, and there was heavy bleeding from the septum. The nurse stopped the bleeding and replaced the septum. The indwelling needle was discarded. In addition, recently, there have been multiple feedback cases in this hospital, including other hospitals, where there was heavy bleeding from the septum after the needle was withdrawn, and the clamp could not stop the bleeding. Operating enterprise or user unit: (B)(6).